Event description:
Related manufacturer reference numbers: (B)(4) it was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) and left ventricular (lv) lead both exhibited failure to capture, and out-of-range capture threshold. It was also found that the rv lead further exhibited noise over-sensing. Programming changes were made to deactivate high voltage therapies. Chest x-ray was performed and revealed leads dislodgement due to twiddler's syndrome. No further intervention was performed. Patient condition was stable.